Event description:
It was reported that there was a tool issue. The implant driver peek's tip did not hold securely, which then deformed the implant when torque was applied. Session completed on the same day with new item. No patient injury was reported.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.